Event description:
While evaluating a returned power pca, it was identified by an authorized technician that the resistor r126 was in an open circuit. There was no patient involvement. The power pca was returned to the failure analysis lab for evaluation. The power board under test was placed on the mrx test and the op check was run. During the op check test sequence of charge/ shock button an audio prompt was sounded ¿no shock delivered¿ troubleshooting found resistor r126 (10kohm) in open circuit. The resistor r126 was replaced and testing continued. An operational check was run. At the end, the message ¿operational check passed¿ displayed confirming all tests applicable to the device configuration and options passed.